Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the user was on a cruise ship and used a cell phone cable/adapter to charge the pump. Reportedly, while the pump was charging, the pump overheated, melted the cable, and damaged the charge port. It was noted that the charge port was unusable. Pump history showed that a temperature alarm occurred. The user reported that their blood glucose level was "fine". It was confirmed that the user had an alternate method of insulin delivery available.